Manufacturer narrative:
No unexpected error alarms were noted. The insulin pump passed the self test, tone check, reset error test, and displacement test. All operating currents were within specification and the off no power alarm functioned properly. No audio anomaly was noted. The insulin pump had a cracked reservoir tube lip. No damage was noted on the interface board connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 79 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump continued to restart unexpectedly during normal use. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.